Event description:
It was reported that during an implant procedure, the torque wrench screwing of the implantable cardioverter defibrillator (ICD) was not being transmitted. The ICD was not used, and the physician elected to complete the procedure with a different ICD. The patient's condition remained stable.